Event description:
The pt called lifescan and alleged the one touch ultra meter was showing the last reading and they could not use the meter. When the customer care rep performed troubleshooting the issue was that the meter was in the memory and this was resolved. The customer care rep attempted to assist pt in performing a blood test however then the pt stated that after blood application the meter still prompted apply sample. The pt was feeling nervous. The pt ate food and/or drank beverage. A medical professional was contacted and the reading on their meter was in the 300's. There is no info as to when the reading was obtained. The pt did not receive treatment for high or low blood glucose. Since there is no info regarding the relationship of the reading and the incident and no medical treatment, the event is not reported as an adverse event however is reported as a product malfunction due to the apply sample issue.